Event description:
Perclose attempted to be deployed post procedure per x-ray tech. Device would not exit the body. Doctor still in lab and scrubbed back in to assist. Patient sent to operating room for device removal.